Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they received a call from their clinic and were informed that there was a battery issue with their cardiac resynchronization therapy defibrillator (crt-d). The crt-d remains in use. No patient complications have been reported as a result of this event.